Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that after the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was attempted to be removed, the doctor couldn¿t confirm reverse blood. Issue occurred at the end of the procedure. Since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used thereafter, the procedure was completed without carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium replacement. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 13-dec-2022, additional information was received indicating the product failure was observed after the procedure, when the sheath attempted to be removed. The doctor couldn¿t confirm where the reverse blood was coming from. The issue was not related to backflow of blood from the hemostatic valve or sheath. No section of the valve broke. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that after the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was attempted to be removed, the doctor couldn¿t confirm reverse blood. Issue occurred at the end of the procedure. Since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used thereafter, the procedure was completed without carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium replacement. The procedure was completed without patient's consequence. Device evaluation details: on 3-nov-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no non-conformances related to the reported complaint were identified. The hemostatic valve dislodged reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).